Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while implanted with an impella 5.5 the patient experienced a gastrointestinal bleed. Systemic heparin was withheld. Impella support continued and no patient harm was reported.